Event description:
Healthcare professional reported "capsular contracture baker grade ii" and "air bubbles". Later healthcare professional reported "firm", "sitting way up high in her chest", "it was painful" and "capsular contracture baker grade iii and it's probably a baker grade IV". Patient was prescribed singular. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.